Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg) the patient experienced a perforation in the right ventricle. A sternotomy and cardiac repair was performed. The ipg was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mcr746057s, expiration date: 28-aug-2023, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, dev rtn to MFR? No, mfg date: 11-mar-2022, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.